Event description:
During patient use, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering on. The hospital staff immediately switched to manual CPR. No consequences or impact to the patient.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" error message upon powering on was confirmed during functional testing and during archive data review. The root cause of the system error was due to the brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in january 2012 and is 10 years old, well past its expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. A review of the archive data showed a system error user advisory (ua)139 (unable to hold compression position) error message, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus confirming the customer reported complaint. In addition, the autopulse platform also displayed a "ua17" (max motor on time exceeded during active operation) error message, unrelated to the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.012", out of the specification (0.008" ± 0.001"). The brake gap needs to be adjusted to remedy the "system error, out of service, revert to manual CPR" and "ua17" (max motor on time exceeded during active operation) error messages. Zoll is awaiting customer's approval on service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with a serial number (B)(4).